Manufacturer narrative:
The I/o hub was replaced on the system. System tested fully functional after replacement of I/o hub. The suspect system I/o hub was returned and evaluated. No fault was found. The unit tested fully functional on all ports. After replacement of the I/o hub and the computer no further related subsequent issues have recurred.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon had successfully accomplished touch-n-go registration, and was starting navigation, when the system became unresponsive. The navigation system was re-booted and normal function was restored. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to manufacturer for evaluation. Initial testing found no hard drive or ram errors. The logs were reviewed by software engineering and there were multiple input/output hub errors identified indicating a potential issue with the I/o hub. The computer was replaced at the site and a system checkout showed that the system was fully functional. A medtronic representative reported that several subsequent cases were completed successfully using the system.

Manufacturer narrative:
Patient weight not made available from the site. Software investigation finds that scans were to protocol, and touch-n-go registration appeared to be normal. No root cause identified. This issue documented in a medtronic software anomaly tracking database. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.